Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; although specific value was not provided. The customer consumed glucose tablets to address bg. Reportedly, the customer restarted the existing sensor session and resumed insulin therapy successfully.